Event description:
The ICD was explanted when during interrogation, the physician noticed the device was in vvi configuration without any high voltage therapy capability. The pt went into ventricular tachycardia and the ICD did not treat. The pt was externally rescued. The pt reported to the physician that they had electrotherapy done on their hand sometime before exam.